Event description:
It was reported that the patient was in an atrial arrhythmia with small p-waves and the atrial lead was undersensing. Lead reprogramming was recommended and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pulse generator (ipg), (B)(6) 2012. (B)(4).